Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, it was reported that the infusion set was fell off during use. Patient's blood glucose at time of event was noticed 354 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.